Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated that patient underwent surgical intervention wherein the system was explanted.

Event description:
It was reported the patient lost effective coverage due to the l3 drg lead had migrated. Surgical intervention is pending to address the issue at a later date.

Manufacturer narrative:
Date of event is estimated.